Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump was exposed to moisture. Customer also reported that the insulin pump alarmed battery out limit. Customer's blood glucose reading was 109 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to verify the battery out limit alarm due to the button/keypad anomaly. The pump also had moisture damage on the lcd board. The pump had a cracked case at the display window corner, minor scratches, and a cracked display window.